Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, the right ventricular (rv) lead was noted as dislodged and confirmed via x-ray imaging and resulted in loss of pacing and loss of sensing. The rv lead revision was attempted, however, during the revision, the helix was unable to be retracted from the rv lead. The rv lead was finally explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: d10, h3, h6. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. The reported events of no pacing and failure to sense r wave were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. The reported event of helix retraction problem was confirmed. After cleaning the helix region of blood/tissue, the helix was able to retract and extend. The extended helix was measured to be within product specification. The cause of the reported event was isolated to the helix region clogged with blood/tissue. Other damage noted is consistent with procedural damage.